Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect /impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Failure to advance: the cause of the failure to advance the pump was likely use related due to guidewire retraction and forgetting the priming step. Difficult/unable to remove through other device: surgical use of the low profile sheath, including the nelaton catheter attached to the low profile sheath, and the failure to remove the 0.018 gw likely subjected the device to additional loading scenarios, which contributed to high device removal forces as well as an access site adverse event and sheath damage seen on the returned product. Hemodynamic instability: the cause of the hemodynamic instability was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 70 -year-old male patient presented with post cardiotomy cardiogenic shock. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c with ECMO support. The patient was status post descending artery replacement surgery on (B)(6) who became ill and was subsequently placed on ECMO on (B)(6), after which impella was also introduced. The impella cp 10 attempted to be inserted through the 14fr low profile sheath via the left femoral artery. The device was inserted, however positioning was not performed properly, and the 0.018 wire had slipped out of the monorail lumen, therefore the decision was made to remove the device. Due to the wire not being removed resistance was felt near the motor's entry into the sheath, so the device was pushed back and the wire was removed separately. Resistance was felt again when attempting to retract the device into the sheath without the wire, the device was pulled back, however, the coiled wire got caught near the motor, causing the device to be pulled along with the wire. Therefore, it was decided to remove the entire sheath. Upon removal of the sheath it was noted that the sheath was kinked causing damage to the insertion site. Surgical hemostasis was performed to repair the vessel and blood products were given. After hemostasis was achieved, a 16f medikit sheath was inserted into the left femoral artery, the ipsilateral side of the initial low profile sheath and support was initiated using standard cp. However, bleeding of unknown origin occurred in the operating room and the decision was made to discontinue treatment, and ECMO and impella were removed. The patient expired after support was withdrawn.

Manufacturer narrative:
B5: added the related device information. H10: added the related device numbers. H6: omitted a150205, a150203, a0502. Added a150207, a150204. Replaced pec difficult to advance with failure to advance (additional information confirmed that the pump only made it to the descending aorta before they decided to remove the pump). Removed pec difficult to place or position. Replaced pec device interaction or damage by another device with difficult/unable to remove through other device (additional information confirmed that strong resistance was felt when pulling the pump through the sheath).

Event description:
This impella cp pump 1 device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 2, impella kit, and guidewire.